Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("painful intercourse"), allergy to chemicals ("chemical sensitivity"), feeling abnormal ("brain fog"), visual impairment ("decreased vision"), depression ("depression") and fatigue ("extreme fatigue"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, abdominal distension, menorrhagia, dyspareunia, allergy to chemicals, feeling abnormal, visual impairment, depression and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to chemicals, depression, dyspareunia, fatigue, feeling abnormal, menorrhagia and visual impairment to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding/ excessive and frequent menstrual cycle") in a female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included dysmenorrhea, menorrhagia, abdominal cramps, constipation and urinary urgency. Concurrent conditions included premenstrual dysphoric disorder, allergic reaction to antibiotics (swelling of throat), drug allergy (gi upset/ tired feeling), parathyroid cyst, thyroid disorder, acute mastitis since (B)(6) 2014 and migraine. Concomitant products included cilest (ortho-cyclen), ibuprofen and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2012, the patient experienced myalgia ("muscle pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), allergy to chemicals ("chemical sensitivity"), feeling abnormal ("brain fog"), visual impairment ("decreased vision"), depression ("depression"), fatigue ("extreme fatigue"), nausea ("nausea"), uterine leiomyoma ("fibroids"), ovarian cyst ("ovarian cysts") and cervicitis ("endocervicitis"). The patient was treated with surgery (she had hysteroscopy laparoscopy, operative bilateral salpingectomy, with essure removal), surgery (underwent a total hysterectomy) and surgery (endometrial ablation novasure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, uterine leiomyoma, ovarian cyst and cervicitis had resolved and the abdominal pain, dyspareunia, allergy to chemicals, feeling abnormal, visual impairment, depression, fatigue, anxiety, nausea, myalgia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to chemicals, anxiety, back pain, cervicitis, depression, dyspareunia, fatigue, feeling abnormal, menorrhagia, myalgia, nausea, ovarian cyst, pelvic pain, uterine leiomyoma and visual impairment to be related to essure. Diagnostic results: on (B)(6) 2016: poct-pregnancy urine (p poct pregnancy urine) final diagnosis: negative. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, fibroid.    Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), abdominal pain ("abdominal pain") and polymenorrhagia ("heavy menstrual bleeding/ excessive and frequent menstrual cycle/abnormal and heavy bleeding") in a 40-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included dysmenorrhea, menorrhagia, abdominal cramps, constipation, urinary urgency, d & c, thyroidectomy and endometrial biopsy. I had all the surgery done prior to surgery. Previously administered products included for an unreported indication: ortho-cyclen from 2002 to 2003. Past adverse reactions to the above products included contraception with ortho-cyclen. Concurrent conditions included premenstrual dysphoric disorder, allergic reaction to antibiotics (swelling of throat), drug allergy (gi upset/ tired feeling), parathyroid cyst, thyroid disorder, acute mastitis since (B)(6) 2014, migraine and anxiety. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen), fluoxetine hydrochloride (prozac), ibuprofen, piroxicam (paxil) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), myalgia ("muscle pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/bloated") and ovarian cyst ("ovarian cysts") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer and heavy periods"), dyspareunia ("painful intercourse/painful sex"), allergy to chemicals ("chemical sensitivity"), feeling abnormal ("brain fog"), visual impairment ("decreased vision"), depression ("depression"), fatigue ("extreme fatigue"), cervicitis ("endocervicitis"), loss of libido ("lack of libido/no sex desire/I feel like I've been castrated"), cow's milk intolerance ("dairy intolerance"), hypomenorrhoea ("periods are light"), lactose intolerance ("lactose intolerance"), alopecia ("hair loss/don't know what's going on with my hair"), headache ("headache"), pollakiuria ("I have to go pee for every 5 minutes/something pushing my bladder all the time"), urinary tract infection ("uti pretty often"), dysmenorrhoea ("heavy painful periods"), premature menopause ("early menopause"), loss of personal independence in daily activities ("I feel hopeless and can't get out of bed.I no longer have the motivation to shower daily or try to look pretty"), dyspepsia ("digestive issues"), anhedonia ("im still not my joyful self, but im feeling better/no zest for life") and feeling of despair ("but I'm despondent") and was found to have weight increased ("gain weight/no waistline"). The patient was treated with surgery (endometrial ablation novasure and fallopian tubes removed, she had hysteroscopy laparoscopy, operative bilateral salpingectomy, with essure removal. And underwent a total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polymenorrhagia, abdominal distension, uterine leiomyoma, ovarian cyst and cervicitis had resolved, the abdominal pain, dyspareunia, allergy to chemicals, feeling abnormal, visual impairment, depression, fatigue, anxiety, nausea, myalgia, back pain, cow's milk intolerance, hypomenorrhoea, lactose intolerance, alopecia, weight increased, headache, pollakiuria, urinary tract infection, dysmenorrhoea, premature menopause, loss of personal independence in daily activities, dyspepsia and feeling of despair outcome was unknown, the menorrhagia and loss of libido had not resolved and the anhedonia was resolving. The reporter provided no causality assessment for alopecia, anhedonia, cow's milk intolerance, dysmenorrhoea, dyspepsia, feeling of despair, headache, hypomenorrhoea, lactose intolerance, loss of libido, loss of personal independence in daily activities, pollakiuria, premature menopause, urinary tract infection and weight increased with essure. The reporter considered abdominal distension, abdominal pain, allergy to chemicals, anxiety, back pain, cervicitis, depression, dyspareunia, fatigue, feeling abnormal, menorrhagia, myalgia, nausea, ovarian cyst, pelvic pain, polymenorrhagia, uterine leiomyoma and visual impairment to be related to essure. Diagnostic results: (B)(6) 2016: post-pregnancy urine (p post pregnancy urine) final diagnosis: negative. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, fibroid, loss of libido, cow's milk intolerance, hypomenorrhoea , lactose intolerance , alopecia , weight increased , headache , menorrhagia , pollakiuria , urinary tract infection , dysmenorrhoea, premature menopause, loss of personal independence in daily activities, anhedonia, feeling of despair and dyspepsia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs and social media received. Reporter information were added. Medical history and concomitant drug were added. Event verbatim were updated as bloating/bloated, pain/pelvic pain, painful intercourse/painful sex. Event : lack of libido/no sex desire/I feel like I've been castrated, dairy intolerance, periods are light, lactose intolerance, hair loss/don't know what's going on with my hair, gain weight/no waistline, headache, longer and heavy periods, early menopause, I have to go pee for every 5 minutes/something pushing my bladder all the time, uti pretty often , heavy painful periods, early menopause, I feel hopeless and can't get out of bed. I no longer have the motivation to shower daily or try to look pretty, digestive issues, im still not my joyful self, but im feeling better/no zest for life and but I'm despondent were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), abdominal pain ('abdominal pain') and polymenorrhagia ('heavy menstrual bleeding/ excessive and frequent menstrual cycle/abnormal and heavy bleeding') in a 40-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included dysmenorrhea, menorrhagia, abdominal cramps, constipation, urinary urgency, d & c, thyroidectomy, endometrial biopsy and menses painful. I had all the surgery done prior to surgery. Previously administered products included for an unreported indication: ortho-cyclen from 2002 to 2003. Past adverse reactions to the above products included contraception with ortho-cyclen. Concurrent conditions included acute mastitis since (B)(6) 2014, premenstrual dysphoric disorder, allergic reaction to antibiotics (swelling of throat), drug allergy (gi upset/ tired feeling), parathyroid cyst, thyroid disorder, migraine and anxiety. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen), fluoxetine hydrochloride (prozac), ibuprofen, piroxicam (paxil) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), myalgia ("muscle pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/bloated") and ovarian cyst ("ovarian cysts") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer and heavy periods"), dyspareunia ("painful intercourse/painful sex"), allergy to chemicals ("chemical sensitivity"), feeling abnormal ("brain fog"), visual impairment ("decreased vision"), depression ("depression"), fatigue ("extreme fatigue"), cervicitis ("endocervicitis"), loss of libido ("lack of libido/no sex desire/I feel like I've been castrated"), dairy intolerance ("dairy intolerance"), hypomenorrhoea ("periods are light"), lactose intolerance ("lactose intolerance"), alopecia ("hair loss/don't know what's going on with my hair"), headache ("headache"), pollakiuria ("I have to go pee for every 5 minutes/something pushing my bladder all the time"), urinary tract infection ("uti pretty often"), dysmenorrhoea ("heavy painful periods"), premature menopause ("early menopause"), loss of personal independence in daily activities ("I feel hopeless and can't get out of bed.I no longer have the motivation to shower daily or try to look pretty"), dyspepsia ("digestive issues"), anhedonia ("im still not my joyful self, but im feeling better/no zest for life"), feeling of despair ("but I'm despondent"), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have weight increased ("gain weight/no waistline"). The patient was treated with surgery (endometrial ablation novasure and fallopian tubes removed, she had hysteroscopy laparoscopy, operative bilateral salpingectomy, with essure removal. And underwent a total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polymenorrhagia, abdominal distension, uterine leiomyoma, ovarian cyst and cervicitis had resolved, the abdominal pain, dyspareunia, allergy to chemicals, feeling abnormal, visual impairment, depression, fatigue, anxiety, nausea, myalgia, back pain, dairy intolerance, hypomenorrhoea, lactose intolerance, alopecia, weight increased, headache, pollakiuria, urinary tract infection, dysmenorrhoea, premature menopause, loss of personal independence in daily activities, dyspepsia, feeling of despair, genital haemorrhage and menstrual disorder outcome was unknown, the menorrhagia and loss of libido had not resolved and the anhedonia was resolving. The reporter provided no causality assessment for alopecia, anhedonia, dairy intolerance, dysmenorrhoea, dyspepsia, feeling of despair, headache, hypomenorrhoea, lactose intolerance, loss of libido, loss of personal independence in daily activities, pollakiuria, premature menopause, urinary tract infection and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to chemicals, anxiety, back pain, cervicitis, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, menstrual disorder, myalgia, nausea, ovarian cyst, pelvic pain, polymenorrhagia, uterine leiomyoma and visual impairment to be related to essure. The reporter commented: the right tube had 2 coils visible in the cavity and the left tube had 4. On (B)(6) 2016 hysteroscopic endometrial novasure ablation was done. Diagnostic results: (B)(6) 2016: poct-pregnancy urine (p poct pregnancy urine) final diagnosis: negative. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, fibroid, loss of libido, cow's milk intolerance, hypomenorrhoea , lactose intolerance , alopecia , weight increased , headache , menorrhagia , pollakiuria , urinary tract infection , dysmenorrhoea, premature menopause, loss of personal independence in daily activities, anhedonia, feeling of despair and dyspepsia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Events unusual bleeding, cramping, unusual periods and reporter's information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), abdominal pain ('abdominal pain') and polymenorrhagia ('heavy menstrual bleeding/ excessive and frequent menstrual cycle/abnormal and heavy bleeding') in a 40-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included dysmenorrhea, menorrhagia, abdominal cramps, constipation, urinary urgency, d & c, thyroidectomy, endometrial biopsy and menses painful. I had all the surgery done prior to surgery. Previously administered products included for an unreported indication: ortho-cyclen from 2002 to 2003. Past adverse reactions to the above products included contraception with ortho-cyclen. Concurrent conditions included acute mastitis since (B)(6) 2014, premenstrual dysphoric disorder, allergic reaction to antibiotics (swelling of throat), drug allergy (gi upset/ tired feeling), parathyroid cyst, thyroid disorder, migraine and anxiety. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen), fluoxetine hydrochloride (prozac), ibuprofen, piroxicam (paxil) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), myalgia ("muscle pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/bloated") and ovarian cyst ("ovarian cysts") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer and heavy periods"), dyspareunia ("painful intercourse/painful sex"), allergy to chemicals ("chemical sensitivity"), feeling abnormal ("brain fog"), visual impairment ("decreased vision"), depression ("depression"), fatigue ("extreme fatigue"), cervicitis ("endocervicitis"), loss of libido ("lack of libido/no sex desire/I feel like I've been castrated"), dairy intolerance ("dairy intolerance"), hypomenorrhoea ("periods are light"), lactose intolerance ("lactose intolerance"), alopecia ("hair loss/don't know what's going on with my hair"), headache ("headache"), pollakiuria ("I have to go pee for every 5 minutes/something pushing my bladder all the time"), urinary tract infection ("uti pretty often"), dysmenorrhoea ("heavy painful periods"), premature menopause ("early menopause"), loss of personal independence in daily activities ("I feel hopeless and can't get out of bed. I no longer have the motivation to shower daily or try to look pretty"), dyspepsia ("digestive issues"), anhedonia ("im still not my joyful self, but im feeling better/no zest for life"), feeling of despair ("but I'm despondent"), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have weight increased ("gain weight/no waistline"). The patient was treated with surgery (hysteroscopy laparoscopy, operative bilateral salpingectomy, hysterectomy with essure removal and endometrial ablation novasure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, polymenorrhagia, abdominal distension, uterine leiomyoma, ovarian cyst and cervicitis had resolved, the abdominal pain, dyspareunia, allergy to chemicals, feeling abnormal, visual impairment, depression, fatigue, anxiety, nausea, myalgia, back pain, dairy intolerance, hypomenorrhoea, lactose intolerance, alopecia, weight increased, headache, pollakiuria, urinary tract infection, dysmenorrhoea, premature menopause, loss of personal independence in daily activities, dyspepsia, feeling of despair, genital haemorrhage and menstrual disorder outcome was unknown, the menorrhagia and loss of libido had not resolved and the anhedonia was resolving. The reporter provided no causality assessment for alopecia, anhedonia, dairy intolerance, dysmenorrhoea, dyspepsia, feeling of despair, headache, hypomenorrhoea, lactose intolerance, loss of libido, loss of personal independence in daily activities, pollakiuria, premature menopause, urinary tract infection and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to chemicals, anxiety, back pain, cervicitis, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, menstrual disorder, myalgia, nausea, ovarian cyst, pelvic pain, polymenorrhagia, uterine leiomyoma and visual impairment to be related to essure. The reporter commented: the right tube had 2 coils visible in the cavity and the left tube had 4. On (B)(6) 2016 hysteroscopic endometrial novasure ablation was done. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, fibroid, loss of libido, cow's milk intolerance, hypomenorrhoea , lactose intolerance , alopecia , weight increased , headache , menorrhagia , pollakiuria , urinary tract infection , dysmenorrhoea, premature menopause, loss of personal independence in daily activities, anhedonia, feeling of despair and dyspepsia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding/ excessive and frequent menstrual cycle") in a female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included dysmenorrhea, menorrhagia, abdominal cramps, constipation and urinary urgency. Concurrent conditions included premenstrual dysphoric disorder, allergic reaction to antibiotics (swelling of throat), drug allergy (gi upset/ tired feeling), parathyroid cyst, thyroid disorder, mastitis since (B)(6) 2014 and migraine. Concomitant products included cilest (ortho-cyclen), ibuprofen and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2012, the patient experienced myalgia ("muscle pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), allergy to chemicals ("chemical sensitivity"), feeling abnormal ("brain fog"), visual impairment ("decreased vision"), depression ("depression"), fatigue ("extreme fatigue"), nausea ("nausea"), uterine leiomyoma ("fibroids"), ovarian cyst ("ovarian cysts") and cervicitis ("endocervicitis"). The patient was treated with surgery (she had hysteroscopy laparoscopy, operative bilateral salpingectomy, with essure removal.), surgery (underwent a total hysterectomy) and surgery (endometrial ablation novasure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, uterine leiomyoma, ovarian cyst and cervicitis had resolved and the abdominal pain, dyspareunia, allergy to chemicals, feeling abnormal, visual impairment, depression, fatigue, anxiety, nausea, myalgia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to chemicals, anxiety, back pain, cervicitis, depression, dyspareunia, fatigue, feeling abnormal, menorrhagia, myalgia, nausea, ovarian cyst, pelvic pain, uterine leiomyoma and visual impairment to be related to essure. Diagnostic results: on (B)(6) 2016: poct-pregnancy urine (p poct pregnancy urine) final diagnosis: negative. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, fibroid.    Most recent follow-up information incorporated above includes: on 27-jun-2018: information from pfs and mr. New reporter added. Patient¿s demographics added. Lot number added. Therapy dates updated. New event added: anxiety, pain, nausea, muscle and back pain, fibroids, ovarian cysts, bloating, endocervicitis, essure confirmation test(s) conducted: no. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.